Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with an unknown carto 3 system and a map shift issue occurred. System provided no error, there was a map inconsistency during ablation due to the position of the catheters. When the patches were checked to see if there was a shift, it was noticed that there was not a significant movement on the patch position; however, the patch calibration numbers were all over 100. There were no patient related issues related to the map shift. The approximate difference in catheter location before and after map shift was visually between 3 to 4 cm. There was no cardioversion and no movement. No adverse patient consequence was reported.

Manufacturer narrative:
On 09-jan-2022, the serial number for the carto 3 system was provided. Therefore, the d4. Catalog, d 4. Serial and d 4. Unique identifier( UDI) have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) it was noted on 11-jan-2023 that the manufacturer site name, address, and phone number were incorrect on the 3500a initial report mwr-13072022-0001219612. Therefore, g1. Manufacturing site name, g 1. Manufacturer site addr. Street line 1, g 1. Manufacturer site city, g 1. Manufacturer site country code, g 1. Manufacturer site postal code, and g 1. Manufacturer site phone have been populated.

Manufacturer narrative:
The investigational analysis was completed on 14-jun-2023.it was reported that a patient underwent an unknown ablation procedure with an unknown carto 3 system and a map shift issue occurred.system provided no error, there was a map inconsistency during ablation due to the position of the catheters. When the patches were checked to see if there was a shift, it was noticed that there was not a significant movement on the patch position; however, the patch calibration numbers were all over 100. There were no patient related issues related to the map shift. The approximate difference in catheter location before and after map shift was visually between 3 to 4 cm. There was no cardioversion and no movement. No adverse patient consequence was reported.details of the investigational analysis:the reported issue was investigated by the device manufacturer. The data was requested for investigation; however, no data related to the issue was provided. The issue was not duplicated since the time it occurred. In addition, the history of customer complaints associated with this specific system was reviewed and it was found that the issue was not reported anymore. The system is ready for use.the history of customer complaints reported during the last year associated with carto 3 system (B)(6) was reviewed. No similar complaints were found.a manufacturing record evaluation (mre) was performed for the system (B)(6), and no internal actions related to the reported complaint condition were identified.based on the mre, the h4. Device manufacture date has been updated.if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's reference number: (B)(4).